Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having high blood glucose values in the 400 mg/dl and 500 mg/dl range. The customer experienced vomiting, abdominal pain, and difficulty breathing. She gave herself a 10-unit bolus and a 10-unit manual insulin injection. The customer was driving and got pulled over by the highway patrol--the next thing she knew was that she was in an ambulance being taken to the hospital. When she arrived to the hospital her blood glucose was 87 mg/dl. The customer was treated for the low and then released. Troubleshooting was initiated to inspect the insulin pump. The device programming was accurate and there were no anomalies found with the insulin pump. The customer believed that the infusion sets were to blame. No troubleshooting occurred since the customer was in a busy, loud area with people laughing in the background.